Manufacturer narrative:
Correction to field d4: upn/lot number. Correction to field c2/d10: concomitant components.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented issues with function approximately two years ago and presented again four months ago. Shortly after, a surgical procedure was performed, during which the ipp was removed and replaced. The physician noted a device issue. No additional information was provided.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented issues with function approximately two years ago and presented again four months ago. Shortly after, a surgical procedure was performed, during which the ipp was removed and replaced. The physician noted a device issue. No additional information was provided.